Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection was performed on the product. No issues were noted. No accessories were included. A functional evaluation was performed. A test battery was utilized. The device pressurized as designed. No intermittent issues were noted. The device was left pressurized for thirty minutes. The device did not contract and release non- stop. A test foot switch jig and test switch drape jig were utilized. The piston migration was at 1.6 inches. The device was shaken and tapped with a rubber mallet in various areas to try to reproduce an intermittent electrical issue. No problem was found. 30 pressurization and de-pressurization cycles were performed. The test battery got warm as expected, but was not extremely hot. The wiring within the device was manipulated to attempt to recreate the reported problem. No issues were found. The device functioned as designed. A device deficiency was not identified and thus the root cause of the reported event could not be determined. Factors that may have contributed to the complaint of "unintended movement" include issues during setup of the device. Factors that may have contributed to the complaint of "battery extremely hot" include a failure of the customer battery. A review of device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during set-up a spider 2 tenet was contracting and releasing non-stop, meaning it was presenting unintended movement and also was making the motor and the battery extremely hot; however no burns or damage was caused as a result of it. As this happened during set-up, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4).